Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector at lcd board. Unable to perform unit basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to missing segments. However unit was program using a test lcd board. Program multiple basals and boluses for 24 hours. Monitored unit for 3days; unit communicated properly and downloaded in carelink pro. Basal and boluses were properly recorded in download history report, in bolus history and in daily totals. No carelink anomaly was noted during testing. Unit received with cracked case at display window corners, lcd window, belt clip slot and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4) .

Event description:
It was reported that insulin pump was cracked. Customer was experiencing high blood glucose of 28.3 mmol/l. It was reported that basal information in carelink did not correspond with information in insulin pump. Insulin pump would be replaced.